Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-49 mg/dl. Low bg cause was not known. Customer consumed juice to address bg. Customer took no action to address bg. Tandem technical support (cts) confirmed the pump is functioning as intended and while cts was talking to the customer, they declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.